Manufacturer narrative:
Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI#: unknown since product lot number was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. (B)(4). Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that right eye flap was successfully completed. Then during left eye procedure there was a suction break during the raster pattern. Surgeon reapplanated and successfully completed the flap (raster pattern and side cut) on the left eye. While lifting that flap, surgeon found two planes in the flap. He did not continue to lift that flap and patient will return for prk on a later date. On (B)(6) 2017 it was reported that best corrected visual acuity (bcva) was 20/20.